Event description:
During a device change out, loss of capture was observed on the rv lead when it was connected to the new device. High pacing threshold and impedance were also observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.